Manufacturer narrative:
Analysis of the lead, model 388928, serial/lot no. (B)(4), found lead distal end stretched. Analysis of the stylet, serial/lot no unknown, found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported lead damage that occurred during a procedure. While the lead was being inserted through the dilator sheath, it came into contact with an unknown, un-seen on x-ray obstruction and bent the stylet. The lead became caught on the dilator sheath whilst the surgeon was removing the lead and at this point damaged the integrity of the lead insulation. Looking at the lead using x-ray, an increase in distance between electrode 1 and 2 was noticed. Tines had not been deployed so dilator sheath and lead were removed together. A new lead was placed without incident, the s3 was located and tested on the consumer¿s right side, and the procedure proceeded successfully with the new lead. The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Note that section information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.